Event description:
It was reported that upon device interrogation, back up vvi mode was observed on the device. Patient is not pacemaker dependent. Patient had muscle twitching. Battery parameters were stable. Programming changes were made and normal function was restored. Patient was stable.